Event description:
Medical affairs spoke to pt's family member who was uncooperative and was not able to provide any info. Based on the info provided to the customer service this case is an adverse event. Family member called alleging that the pt's meter does not power on. Last test had been performed 3 weeks ago. Pt was feeling confused and was unable to get a reading on the meter, since there was no power. Pt ate food and/or drank a beverage. Paramedics were called 30 minutes later. When paramedics arrived the blood glucose was 30mg/dl. Pt was treated with IV glucose and sent to ER. Customer service found out that pt was using the wrong test strips and that was why meter was not powering on. The info suggests that user error caused or contributed to the serious injury.